Manufacturer narrative:
UDI: (B)(4). Investigation summary: the complaint device was received at the service center and evaluated. It was reported that the device stopped working during use. Per service reports, this complaint can be confirmed. It was found during evaluation that the motor was corroded. Further, keyboard resistance value out of tolerance limits and head screw was damaged. Cable was in good condition. The motor, keyboard were replaced to resolve the issues. After repair, the device was found to be working according to the specifications. Fluid ingress into the device and contact with the motor is responsible for the rusty motor. The damaged head screw is most likely caused by external factors like user mishandling or a probable fall. With the available information, we cannot determine the root cause of the other identified failures. The corroded motor, damaged keyboard and head screw would have caused the customer to experience the reported problem. The service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on 09/25/2019 and passed all functional testing before being returned to the customer. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the customer that during an unknown procedure on (B)(6) 2020, it was observed that the micro tornado hp w handcontrol device stopped working during use. During in-house engineering evaluation, it was determined that the motor on the device was corroded. Another like device was used to complete the procedure with a ten minute delay. There were no adverse patient consequences reported. No additional information was provided.